Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident electrode has been received and is under evaluation. When the device evaluation is completed a follow-up report will be submitted.

Event description:
The customer reported that the coating on the teflon bovie tip lifted. The site reported there was no injury, no intervention, and no residual effects to the pt. Initial evaluation of the incident electrode found the coating was peeling/missing.